Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No. Work performed: pm service complete, j2 bump stop out of alignment. No other adjustments necessary. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking upon entering haptics. Mps reported rob arm shaking upon entering haptics. Not hard enough to shake the arm out of haptics, but a significant tremor. Mps mentioned this issue has happened before and he was told it was due to a transmission cable.

Event description:
Mps reported arm shaking upon entering haptics. Mps reported rob arm shaking upon entering haptics. Not hard enough to shake the arm out of haptics, but a significant tremor. Mps mentioned this issue has happened before and he was told it was due to a transmission cable.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.